Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. Endologix received one (1) alto delivery system, one (1) auto injector and the custom seal kit including the two (2) 30ml syringes for an evaluation. The stent graft was not returned as it remains implanted within the patient. The devices were shipped in a small box within a biohazard bag. The delivery system was curled up to fit in the box. One of the syringes contained 2ml of cured polymer. Blood residue was present upon receipt. An evaluation of the returned device was completed. A visual and limited functional analysis were performed. Upon inspection of the device it was noticed that there was a film/residue on the chassis of the delivery system starting at the mid point of the stent support region and extending distally to the hypo tube. This coating was of unknown origin and had not previously been witnessed on other alto returned goods. The coating was removed with ease with a pair of tweezers. The returned devices were decontaminated. There was a single kink in the balloon oval fill tube as well as the guide wire lumen approximately 7mm proximal to the proximal lumen spacer which is most likely due to return shipping and unrelated to the complaint. Additionally the bond between the proximal lumen spacer and the hypo tube was compromised and no bond appeared to be present. A 20ml syringe filled with water was attached to the balloon fill line and the balloon was able to be filled with ease. Upon inflation it was noted that the residue mentioned previously appeared to streak down the balloon in one localized location. Upon full balloon inflation it was noted that the balloon contained a small pin hole leak. The balloon was easily aspirated. There was a kink in the spiral cut hypo tube approximately 243mm proximal to the blue handle. Upon inspection of the delivery system sheath there was a kink at 155mm distal to the end of the sheath which correlated to the kink in the balloon oval fill lumen and the guide wire lumen noted above. Additionally there is also a kink in the sheath just proximal to the sheath fitting which aligns with the 243mm kink in the hypo tube suggesting it was a result of return shipping. The residue mentioned above is suggestive of the graft polymer leak but cannot be confirmed without inspection of the graft itself. Endologix was unable to duplicate the reported event as the stent graft was not returned for an evaluation as it remains implanted in the patient. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being stable without symptoms. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: method code: remove code 4118. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The delivery system has been return and is pending an evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An alto abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied. The patient experienced hypotension evidenced by a drop in blood pressure, and was successfully treated for an anaphylactic reaction per the device IFU. The aneurysm was successfully excluded at the conclusion of the implant procedure. The patient is currently stable and without symptoms.